Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was disappointed that they were having to catheterize and stimulation was increased to see if this would help with the need to catheterize. A final call from the consumer indicated that the patient felt that symptoms were worse since the start of the evaluation. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.